Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s home health aide that the wearable detached from the patient¿s arm insertion site, causing a layer of skin to peel off and adhere to the sensor and overlay patch adhesive. The patient's daughter examined the region and noted the area of skin loss. They took the patient to the emergency department (ed) for assessment, and they were advised to use otc antibiotic ointment (mupirocin) on the affected area and received a prescription for an oral antibiotic (cefalexin, dosage and duration unspecified). They reported that the patient was improving but was still following the recommended wound-care regimen (treatment not specified). Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 12/29/2025. On 12/07/2025, the patient¿s home health aide reported that the wearable device detached from the patient¿s arm insertion site, resulting in a layer of skin peeling off and adhering to the sensor and overlay patch adhesive. The patient¿s daughter examined the area and confirmed skin loss at the site. Between approximately 12:00 pm and 1:00 pm, the patient¿s daughter transported the patient to the emergency department (ed) for evaluation. In the ed, mupirocin ointment was applied to the affected area, and the patient was administered oral cefalexin. The patient was discharged home with instructions to continue applying mupirocin ointment and was provided a prescription for oral cefalexin (unspecified dosage for seven days). A wound-care regimen was also recommended, including wound cleaning, ointment application, and dressing to cover the site. The patient¿s family reported that the wound is improving, and the patient continues to follow the prescribed wound-care regimen. No additional patient or event information is available.